Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 7/12/2021 h.6. Investigation: one used sample was received by our quality team for evaluation. The used sample was subjected to visual inspection. A v-cut hole was observed in the middle of the catheter. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The probable root cause for this defect could be due to the user partially withdrawing the cannula from the catheter and upon reinserting the cannula into the vein, the cannula pierced through and damaged the catheter. A similar defect can be replicated by piercing the cannula through the catheter. The manufacturing process was reviewed. There is a 100% online automated vision inspection system that can detect and reject products that do not meet the lie distance requirement. If the needle had pierced through the catheter during the manufacturing process, the defective part would have been rejected by the automated vision system as the product would not have a lie distance. Therefore, the root cause could be user error. H3 other text : see h.10

Event description:
It was reported that vps 22ga 0.9mm od 25mm l instaflash catheter cracked. The following information was provided by the initial reporter: blue venflon pro safety. The catheter cracked, but the nurse succeeded at pulling out both the entire catheter and the needle. The patient was not wounded.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that vps 22ga 0.9mm od 25mm l instaflash catheter cracked. The following information was provided by the initial reporter: blue venflon pro safety. The catheter cracked, but the nurse succeeded at pulling out both the entire catheter and the needle. The patient was not wounded.